Event description:
The pt reportedly experienced sound quality issues followed by loss of sound. External equipment and programming changes have been made. However, the problem has not resolved. Surgery to explant the pt's device has been scheduled.